Manufacturer narrative:
Results: there was no visible damage to the handle. Conclusions: evaluation of the returned handle revealed a functional device. The handle was functionally tested on the handle fixture and passed within specification. The returned handle was then tested to detach a demonstration smart coil, and the smart coil was detached without an issue. The root cause of the reported complaint could not be determined. Penumbra handles are functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00055.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00055.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle) and a non-penumbra coil. During the procedure, the physician placed and detached one non-penumbra coil and three smart coils in the target vessel using the handle. The physician then advanced another smart coil in the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the handle was removed.   The procedure was completed using a new handle to detach the same smart coil. There was no report of an adverse effect to the patient.